Manufacturer narrative:
(B)(4). Additional device evaluated by MFR: it was reported that the device had performance pull off - suture needle. It was received for analysis an empty opened folder of product code 8425h, lot al1357. No needle or suture was returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿the needle of the suture is disassembled at the moment the surgeon drags the suture on the first pass through the tissue.¿

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al1357 number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent abdominoplasty on (B)(6) 2019 and suture was used. The needle of the suture was disassembled at the moment the surgeon dragged the suture on the first pass through the tissue. There were no adverse patient consequences reported.